Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. The fiber was returned broken into two pieces. The first piece measured approximately 65.5 cm from the top of the connector to the break. The second piece measured approximately 253 cm from the break and includes part of the distal tip. A portion of the distal tip was broken off and was not returned. The fiber was kinked. There was no damage to the fiber face within the sma connector. Functional examination could not be performed to determine if the aiming beam was showing through the coating in a circular pattern near the tip. The event as reported cannot be confirmed. The most probable cause for this complaint will be assigned as design product enhancement, since the device met the designed specification however a modification/enhancement could improve performance of the product. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-02581 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, a circular lighted band was noted 1 cm from the tip of the laser fiber. A second and third laser fiber was opened but the same issue occurred. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken and tip detached.